Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal - removal date on (B)(6) / congratulation on becoming e-free') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced adverse event ("essure side effect"), arthralgia ("terrible hip/ joint pain"), sciatica ("sciatica") and pelvic pain ("pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removal date in (B)(6)). Essure was removed in (B)(6) 2017. At the time of the report, the medical device removal, adverse event, arthralgia, sciatica, weight increased and pelvic pain outcome was unknown. The reporter considered adverse event, arthralgia, medical device removal, pelvic pain, sciatica and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event added: pain. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal - removal date on july') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced adverse event ("essure side effect"), arthralgia ("terrible hip/ joint pain") and sciatica ("sciatica") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removal date in july 13th). Essure was removed in (B)(6) 2017. At the time of the report, the medical device removal, adverse event, arthralgia, sciatica and weight increased outcome was unknown. The reporter considered adverse event, arthralgia, medical device removal, sciatica and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New events added: hip/joint pain, sciatica, weight gain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal - removal date on july') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse event ("essure side effect"). The patient was treated with surgery (removal date in july 13th). At the time of the report, the medical device removal and adverse event outcome was unknown. The reporter considered adverse event and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, essure side effect". Most recent follow-up information incorporated above includes: on 26-nov-2019: social media record received. Event" essure side effect" was added. Reporter added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal - removal date on july / congratulation on becoming e-free') in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6)2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced adverse event ("essure side effect"), arthralgia ("terrible hip/ joint pain"), sciatica ("sciatica"), pelvic pain ("pain") and herpes zoster ("I literally have shingles") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removal date in (B)(6). Essure was removed in (B)(6)2017. At the time of the report, the medical device removal, adverse event, arthralgia, sciatica, pelvic pain and herpes zoster outcome was unknown and the weight increased was resolving. The reporter considered adverse event, arthralgia, herpes zoster, medical device removal, pelvic pain, sciatica and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: reporter information was added, event : shingle added, weight gain recovering / resolving added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal - removal date on (B)(6)') in a female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal date in (B)(6)). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.